Event description:
Customer's wife stated that she disconnected the customer to take a shower and when she connected him the connection was not secure and his blood glucose readings went high to 460 mg/dl. Customer was treated with fourteen units of a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.